Event description:
It was reported that during deployment, the acculink jumped forward requiring a second acculink stent to cover the rest of the lesion. There were no adverse patient effects. The patient was discharged home the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this complaint. A query of the complaint handling database found no other incidents of inaccurate delivery reported for this lot. Although a definitive cause for the reported deployment issues cannot be determined, there is no indication of a product quality deficiency.